Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 2ml ls 23ga 1-1/4in dn emerald had a crack in the barrel found before use. The syringe was used to pump liquid, which was wasted as a result of the crack. The following information was provided by the initial reporter, translated from (B)(6) to english: "after using the syringe to pump the liquid, the nurse found that there was a crack in the barrel of the syringe, which caused the waste of liquid and made it unusable."

Event description:
It was reported that the syringe 2ml ls 23ga 1-1/4in dn emerald had a crack in the barrel found before use. The syringe was used to pump liquid, which was wasted as a result of the crack. The following information was provided by the initial reporter, translated from chinese to english: "after using the syringe to pump the liquid, the nurse found that there was a crack in the barrel of the syringe, which caused the waste of liquid and made it unusable".

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photos for catalog 30773019 lot 1811216 to investigate for this record. Visual examination of the photo shows the barrel broken. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the barrel of the syringe. Based on this fact, the reported non conformance was produced during the primary packaging process due to some blockage in the primary packaging machine syringe feeder. Bd has initiated corrective and preventive actions with the aim of reducing the recurrence of this kind of defect in the emerald syringes. The device history review showed no indication of the alleged defect.